Event description:
During cervical spine procedure, the kerrison tip broke off. Surgical delay of 5 minutes. Pt was not affected. No add'l tests were performed.

Manufacturer narrative:
Mfg site eval: eval on-going.